Event description:
It was reported that during a gastric bypass procedure, they opened the new device for the first six rows blue firing. He positioned the tissue, and did the firing in the correct time and position, but the sound of the stapler was different as always, and was very strange. The instrument did the staple line correctly, but didn't cut. They opened another reload and another endo stapler to continue the surgery. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Pinion axle. Evaluation summary: the analysis results found that the 6tb45 device was returned with the firing mechanism damaged with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempting to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.